Event description:
It was reported that the patient's device was operating in a backup mode with therapy disabled. Patient had undergone radiation treatment and is currently under hospice care as a dnr. Device to be managed non-invasively.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.